Manufacturer narrative:
Concomitant products: addrl1 ipg, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead exhibited gradually rising to high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.